Manufacturer narrative:
The bactiseal ventricular catheter (ID ns0338) was not returned for evaluation (as per customer, product not available) and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined, however, the possible root cause for the issue reported by the customer could be due to user¿s error, possible when connecting the catheters. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Additional information received: "during the implantation, ventricular catheter penetrated chorioid plexus. Few days after the implantation, diagnostic imaging confirmed that the ventricular catheter came off and the peritoneal catheter had fallen off. A revision surgery was performed on (B)(6) 2024."

Event description:
This is 2 of 3 reports linked to mfg report numbers: 3013886523-2024-00262, 3013886523-2024-00264. A physician reported a hakim valve (ID (B)(6) was implanted due to unknown reason via ventriculoperitoneal (vp) shunt on unknown date with unknown setting. After the patient was born, she was treated with meningocele, and an ommaya reservoir was implanted. Three weeks after birth, the hakim valve was implanted. The ventricular catheter (ID (B)(6) was implanted from dorsal horn, but it penetrated choroid plexus and it entered temporal horn. In addition, peritoneal catheter (ID (B)(6) had coiled up in abdominal cavity. Therefore, due to suspicion of obstruction; the valve, ventricular and peritoneal catheter were removed and replaced on (B)(6), 2024. The patient recovered. According to information provided, it is unknown if the patient had any signs and symptoms due to the product problem.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.